Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 800 mg/dl and correction boluses were delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and insulin injections were administered. Elevated bg/dka were resolved with no permanent injury. Customer was discharged on (B)(6) 2018. Customer alleged the cause of event was due to the pump not correctly calculating the amount of insulin for the correction bolus and air bubbles were observed using multiple cartridges. Customer reverted to using manual injections for insulin therapy.